Event description:
It was reported that prior to beginning a prostate procedure, with the patient under anesthesia, the laser system displayed error codes 641 and 303.3. The patient was woken up from the anesthesia and the case rescheduled to be finished with an alternate procedure (turp). Patient outcome: "ok" - there was no injury reported.

Manufacturer narrative:
System analysis/field service repair: the reported error codes were confirmed and determined to be the result a lost chiller serial number / chiller ID. The chiller serial number was entered into the system and proper operation confirmed. The system was tested and verified to specification.